Event description:
It was reported that while using bd vacutainer® push button blood collection set, blood leaked into the holders and the table when changing the tubes; the sleeve covering the non-patient needle did not cover back on unspecified number of devices. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, blood leaked into the holders and the table when changing the tubes; the sleeve covering the non-patient needle did not cover back on unspecified number of devices. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 17-mar-2025 investigation summary bd received 1 photo and 10 samples for investigation. The customer photo displays the device packaging but fails to show the reported defect. A total of 10 returned samples underwent functional tests, and all samples passed, exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, 30 retained samples underwent functional tests, and all samples passed, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. These 30 retained samples also underwent additional functional tests for retraction lockout, and all samples passed, being able to be activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve side piercing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.